Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter connection issue was reported. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. A review of the sharelogs was performed and signal loss greater than an hour was found within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a transmitter connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.